Manufacturer narrative:
E1 : patient city: (B)(6), patient country :austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced hospitilization due to high blood glucose level. The blood glucose level was found to be 400mg/dl and treated with insulin pen in the hospital no further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 31-jul-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6005548 was manufactured according to the work instruction (wi) version 78 manufactured in the machine 12, on 24/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 31-jul-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care professional (hcp) or requires emergency advance , malfunction code no malfunction describes and lot 6005548 and no more complaints has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no more complaints received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.